Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014, the patient underwent explantation of the mesh after bowel occlusion due to adhesions of the mesh at the omentum and the intestinal loop. Additional information has been requested.

Manufacturer narrative:
Actual sample was returned for evaluation. Visual inspection was performed of explanted mesh that was over 3 months old based on event date of (B)(6) 2014. The mesh shows half the size in shrunk condition. The returned mesh part shows several damages caused by broken mesh fibers which are located in the middle and at the margin. The margin shows also partly broken mesh fibers, open mesh pores. The cause of the described event could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014 and mesh was implanted. Omental adhesions were noted and dealt with during the repair procedure. On (B)(6) 2014, the patient experienced sudden onset of crampy abdominal pain and vomiting. Abdominal xrays and CT were performed to diagnose intestinal obstruction. The surgeon opines there was early absorption of the mesh, leading to intestinal obstruction due to adherence of small bowel loop. On (B)(6) 2014, the patient underwent emergent laparoscopy, lysis of adhesions, explant of mesh and rives¿ repair with open incisional hernia repair with mesh. Post-operatively, the patient was reported as doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.